Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 24-june-2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage was found in the tubing. No further information was available.

Manufacturer narrative:
Patient country: (B)(6).